Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her stimulation was not working on the pain, it was not covering the pain. The patient stated her implant site had swelling and was painful when the device was turned on as well as off. The patient noted she had a fall and the implant moved so she met with a manufacturer representative who ¿moved it back¿. The patient had an appointment on the (B)(6) with their pain doctor. The indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding the patient on 2017-08-07. The hcp reported that the patient was last seen on (B)(6) 2015 and they were never notified of problems with stimulation. No further complications were reported.